Manufacturer narrative:
Although no sample is expected to be returned for evaluation, navilyst medical is continuing an investigation into this event. Upon completion of the investigation, a follow-up medwatch will be submitted. (B) (4).

Event description:
Navilyst medical was made aware of a patient who had experienced "problems" (not described) with a chest port which had been implanted on (B) (6) 2008. The port was removed on (B) (6) 2009, at (B) (6), and a second port was implanted. After being discharged from the hospital, on (B) (6) 2009, the patient developed severe chest pain and difficulty breathing. The patient was rushed to a hospital (B) (6) emergency room where it was determined that a 4 in length of the catheter from the original port had been missed by the surgeon during the explant and left in the patient's body where it had migrated to her pulmonary artery. A surgical procedure was performed to remove the catheter fragment. No sample is expected to be returned.